Event description:
Per the clinic, the patient experienced tinnitus and poor performance from the device use. Subsequently, the patient opted to only using a hearing aid system and the implanted device remain dormant; however, the patient continue to have decline in performance. Subsequently, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.